Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: while the reported condition was not confirmed, examination of the returned device did reveal breakage of the device. Examination of the returned ecc glenosphere trial d38mm assembly confirmed the screw component has broken off the trial body. The device is not jammed or seized as initially reported. The investigation attributed the root cause to unintended user error and did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when trying to "used" glenosphere trial, screw pushed thru plastic and became unusable. All pieces retrieved. No surgical delay.